Event description:
Dr. Reported that the abutment screw broke off in the implant. The broke screw could not be removed from the implant. Therefore, the implant and the broken screw were removed. Pt. Is reportedly doing fine.